Event description:
It was reported that patient underwent total elbow arthroplasty in 2001. Subsequently, right elbow arthroscopy and aspiration was performed in 2005. Pathology from aspiration was unremarkable however; arthroscopy did show loosening of the polyethylene bearing. Revision procedure was performed to replace the ulna bearing in 2006.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed september 18, 2008

Manufacturer narrative:
Examination of returned device and manufacturing history records, found no evidence of product nonconformance.